Event description:
Complainant alleged that during biomed testing, the device did not operate correctly. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been received, and a f/u report will be provided when our investigation is completed.